Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a system error 52259 alarm. The patient was connected at the time of the alarm. This occurred during drain of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak in an unspecified location. Renal therapy services (rts) advised patient to start over with new supplies. It was further reported that the rug and underneath the device was wet. The patient could not determine the source of the leak. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.